Event description:
The customer reported 26 incidents of tass that have been reported to her. All cases have been confirmed by the surgeon involved. The customer stated the events have been occurring since 2007, but the cases were never reported to alcon. The customer stated that out of 1,543 cataract cases performed at this facility since 2007, the 26 tass cases represent only 1.6% of total cases done. The customer stated that at the end of each case, each handpiece port is flushed with 30-40cc of sterile water. The company consumer affairs analyst advised her that the staff is not following the directions for use (dfu) for the handpieces (120cc of sterile of distilled water in each port immediately following surgery). The customer further stated that at the end of the day, the handpieces are transported to central sterilization (eye instruments/handpieces are not mixed with other instruments) where they are hand washed with a detergent and that the detergent is diluted per MFR's recommendations. She told me that the detergent is not used in the handpiece ports. Each port is then flushed with 120cc of sterile water and air blown until dry. No lubricants are used on the handpieces. The customer confirmed that their autoclave performance/function and their water quality are checked on a prescribed time schedule and they have always checked out fine. The handpieces are flash sterilized at 270 degrees for 10 minutes between cases. They do re-use the phaco tips 5 times each; the phaco tip is a single use device. They mark the wrench each time it is sterilized and discard after the 5th use. The customer said that they have never had an issue with cloudy/particulates bss and that they use a filtered needle to add epinephrine to the bss. The customer requested a site visit from an independent nurse consultant to assist in identifying the possible causes of tass.

Manufacturer narrative:
The independent nurse consultant completed her visit in 2009. The final report is pending. The customer was advised that we do not recommend re-using a single use device. A copy of the directions for use for the phaco handpiece and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on 09/04/2009.